Manufacturer narrative:
This is a final report, this type of event is addressed in the device labeling.

Event description:
Per the audiologist, the patient hit his head and dislodged the internal magnet from the magnet pocket in 2008. A revision surgery to insert the magnet back into the pocket was done the following month.